Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the issue was not known, and had not happened again. The rep had just did a case with the system and it was fine.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while building surgeon profiles, the medtronic representative observed the camera cart screen (3 separate times) show "cannot connect, contact it support" on the monitor and recovering without any user input. There was no patient present when this issue was identified.